Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 335mg/dl while wearing the pod on her leg for between 4 and 24 hours. She stated that the cannula was out of the skin. When she had the pod on, she looked through the viewing window and it seemed like the cannula was bent and not really sticking in her skin. The cannula appeared normal when she removed the device. Treatment included bolusing twice to reduce the high blood glucose and eventually changing the pod. The patient had recently changed her basal rate from 0.45mg/dl to 0.40mg/dl on (B)(6) 2018. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.